Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced that the insulin delivery was suspended, due to sensor glucose vs blood glucose difference occurred, during manual mode operation. The blood glucose value was 24 mg/dl and the sensor glucose value was 86 mg/dl at the time of the event. The customer reported, blood glucose value of 24 mg/dl. The customer reported, hypoglycemia. Hypoglycemia treated with ems, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-244a, mmt-7040a, mmt-1884. Customer does not feel ok to troubleshoot. It was unknown, whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown, whether the auto mode feature was active at the time of the event or not. Customer is reporting a discrepancy between sg and bg. Which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-244a. Product return requested for mmt-7040a. Customer declined to return or is unable to return. No product return is required for mmt-1884.